Event description:
Info obtained from medwatch form submitted to smith & nephew canada by dr., supplemented by phone conversation with physician (4/6), (4/8). A 68 year old male is a type I diabetic with a refractory ischemic neuropathic ulcer at the incision line of below knee amputation done a year ago. On 1/8/98 one piece of dermagraft (dg) was applied to the ulcer. Five days later his wife, a competent dressing nurse, removed the dressing and reported the wound looked great, being dry & clean. The next day bullous lesions developed around the ulcer site and were seen and debrided a day later (1/15/98) by dr. He describes these blisters as one bloody hematoma and 2-3 serous fluid blisters adjacent to the open wound, approx. 0.5 cm from the wound edge. They were not infected. No more dg was applied. Dr. Punctured the blisters, cleaned the site, applied intrasite gel and dressed the wound. These blisters are now healed and the original ulcer is almost closed using conventional dressings. Dr. Has seen spontaneous blisters in diabetics before, but they are usually associated with fluctations in blood sugar or local friction. Neither of these factors were present (sugars were stable and prosthesis was in the shop for repair). He wonders about a possible contact reaction to vicryl., since the dg was cut larger than the wound bag, leaving a few millimeters in contact with the skin. When given the regulatory definitions of "serious injury." He stated that he would have to classify this as "unknown." When asked about whether the dg caused this reaction, he gave his opinion as "unknown."